Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e. Balloon dilatation catheter was used while placing an esophageal stent three days prior (patient gender, age and weight unknown). According to the complainant, while inflating the balloon the pressure suddenly dropped after it reached 1.5 atm. The physician inspected the balloon and noticed that it burst while inside of the patient. The procedure was completed successfully with another cre balloon dilation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
The complaint device was returned for evaluation and a visual evaluation was performed. The balloon was found to be partially torn circumferentially and longitudinally, which confirms the complaint. According to the dfu, to prevent balloon burst, do not exceed the inflation pressure given for the largest diameter on the catheter's hub and package label. Balloon bursts can occur due to a sharp exterior source, such as a calcified lesion, penetrating the balloon, or as a result of damage to the balloon during insertion through the scope. A DHR for the pertinent lot was reviewed; no anomalies were noted.